Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending (lad) artery. A 2.75x38mm promus element¿ long drug-eluting stent was advanced but failed to cross the lesion and the stent struts was noted to be deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 2.75 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage. Strut rows 1-3 from the proximal end of the stent were damaged and pulled in a proximal direction. The remainder of the stent was undamaged. The undamaged crimped stent od(outer diameter) was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified multiple inner/outer extrusion kinks. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending (lad) artery. A 2.75x38mm promus element¿ long drug-eluting stent was advanced but failed to cross the lesion and the stent struts was noted to be deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.